Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 405 mg/dl. The customer stated they were not wearing the insulin pump during the high blood glucose event. The customer experienced no symptoms at the time of the event. The customer stated the high blood glucose event occurred when they ate a cookie. The customer did not state how they treated the high blood glucose. The customer reported having issues with the sensor connecting to the insulin pump. Troubleshooting was provided and the sensor was able to connect with the pump. The insulin pump will not return for analysis. Frn-unk-rsvr; ozp-mmt-7020-snsr; unomed set; mds-unk-xmtr.